Manufacturer narrative:
Patient sex now provided.

Manufacturer narrative:
Patient gender not made available from the site. On 05/23/2016, a medtronic representative performed an imaging system check-out, mechanical & system inspection areas passed. Imaging modalities test failed. No network connection to the navigation system. Identified a bent pin on bulkhead network connector. Replaced network connector. System passed all testing. Issue resolved. System performed as intended. Return requested. Replacement mvs ethernet kit shipped to site 05/23/2016. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative received a report from a site surgeon that, while in a spine procedure, the imaging system was not communicating with two of their navigation systems. The site attempted to bypass the network port on the mobile view station (mvs) and plug directly into the mvs computer. The network port was not lighting up when the cable was connected. The surgeon opted to continue and completed the procedure without the use of the navigation system and without the imaging system. Delay in therapy was 30 minutes. There was no impact on patient outcome.